Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter within 10 minutes. Results of 462 mg/dl, 105 mg/dl and 112 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed all results were within range specification and no errors were observed during control solution testing. According to the memory log of the returned meter the values the customer received are 462 mg/dl and 105 mg/dl within ten minutes, however the reading of 112 mg/dl was found in the memory log the following day. Note: according to the memory log of the returned meter, the customer did not properly set up the time and date on his precision xtra meter.